Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. As received, the belt failed the ECG fall-off test. Upon evaluation, the cable connecting the distribution node (dn) and ECG electrodes c and d was pulled from the dn strain relief, damaging internal wires. The cause of the constant gong alarms and test failure is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms.